Event description:
Patient presented in the clinic after feeling the patient notifier. High impedance was observed. An increase in threshold and a dropped in r-waves were also observed. On (B)(6) 2010, it was noticed that the proximal setscrew was loose. It was retightened and normal pacing lead impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the system was explanted due to infection.

Manufacturer narrative:
Review of quality records.